Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the stapler cartridge did not fire completely. The surgeon stated that the stapler was used on a normally inflamed appendix and that placement and closing of the stapler worked just fine. However, when firing the stapler, immediately a very loud cracking was heard. The fire lever could not be moved to a complete fire position, i.e. Only half of the cartridge was fired. Upon re-opening the stapler, the surgeon identified that the fired staples were mostly bent and either floated on the surface of the cartridge or had fallen into the abdomen. Removal of the stapler worked fine. The surgeon used a competitive device to complete the operation. Surgery was delayed for an unknown amount of time, but was successfully completed. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/4/2020. D4: batch # t5dt2f. Investigation summary the analysis showed that the ats45 device was received with no apparent damage and with a 6r45b cartridge no loaded in the device. The reload was received partially fired 1/3 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.